Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Since the device was not returned the malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the single use endobronchial ultrasound aspiration needle did not hold properly in the endobronchial ultrasound device. The issue occurred during the diagnostic procedure of ebus (endobronchial ultrasound) fine needle pe's (pulmonary embolism). The procedure was completed using the same device. There was no report of patient harm.

Event description:
It was reported that the single use endobronchial ultrasound aspiration needle did not hold properly in the endobronchial ultrasound device. The issue occurred during the diagnostic procedure of ebus (endobronchial ultrasound) fine needle pe's (pulmonary embolism). The procedure was completed using the same device. There was no report of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.